Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 14 years) leading to the front panel damage and button malfunction.

Manufacturer narrative:
The device was returned to olympus. The white balance not working was confirmed. The white balance was not working and front panel buttons were not able to be used due to damage to the front panel. The device was missing front panel labeling, had a worn out video connector latch causing poor connection, corroded connector, and intermittent pc card board. The software required a version upgrade. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
It was reported that during preparation for use of the evis exera ii video system center the white balance was not working. During estimation, it was revealed that the front panel buttons were not able to be used due to damage to the front panel. This event is reportable based on the malfunction found by estimation. No patient harm or injury occurred due to this malfunction.